Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system main drawer 4.2 and drawer 6 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 6 had failed to open. A field service engineer (fse) inspected and found that the inseparable was missing its magnet. The station was shut down, and the drawer was removed. The inseparable was replaced with a new one, and the drawer was reinstalled into the cabinet. After powering on the device, the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex g & imdrf annex a code.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system main drawer 4.2 and drawer 6 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.